Manufacturer narrative:
The index procedure was prompted by stable angina. During the index procedure two resolute onyx stents were implanted into the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted. Cec assessed that a non-q-wave mi, 3rd udmi spontaneous occurred in the non-target vessel of cx. Safety assessed the event as possibly related to the index device and not related to anti-platelet medication.